Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while attempting to deliver a bolus. Customer's blood glucose was 264 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. The insulin pump was unable to perform the occlusion test due to button/keypad anomaly. The insulin pump received with cracked case at display window corner, battery tube threads and minor scratched display window.